Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a communication error e221. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent error e222, leakage coming from switch unit, rust on coupler, feel friction when detaching the telescope. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction scope communication error e221 and e222 was traced to faulty cable unit. Also, the most probable cause of leakage coming from switch unit, rust on coupler and feel friction when detaching the telescope was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.